Event description:
The reporter stated that her husband rec'd a fasting test result of 179 mg/dl and approx 2 hours later, after having eaten and taking insulin, tested at 302 mg/dl. Without specifics on where, she reported that he had had a comparison done a few days before (she wasn't sure if it was with another meter or a lab test), and that his meter read 169 vs a 240 mg/dl the comparison result. The reporter stated that her husband is being treated for hepatitis and is taking medications. During the report it was stated that the subject meter's teststrip holder had never been removed for cleaning.